Event description:
During cerebral thrombectomy procedure, 1cc medallion syringe was leaking fluid when plunger was in fully engage position contributing to an injection of air bubbles during the procedure. Postoperative diagnoses: acute stroke with right middle cerebral artery occlusion. Procedure: diagnostic cerebral angiography, selective catheterization and injection of: right internal carotid artery, right common carotid artery, left common femoral artery, angio-seal closure device; right middle cerebral artery thrombectomy.